Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003 /serial number (B)(4)/lot number 5198322), being used with the complaint receiver, was returned on (B)(6) 2016. Perform voltage test and unit failed dur to no voltage. The share logs did not display any issues.

Manufacturer narrative:
(B)(4)

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced permanent out of range antenna loss. There was no report of injury or medical intervention. No additional event or patient information is available.